Event description:
It was reported that the customer had exposed her insulin pump to water when she went into the pool. The customer's blood glucose level was 205 mg/dl. There was a delayed response from the insulin pump's keypad. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage on electronic assembly.